Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review of device data. Engineering confirmed that the power consumption of this device is increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted and therapy delivery remaining available. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review of device data. Engineering confirmed that the power consumption of this device is increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted and therapy delivery remains available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review of device data. Engineering confirmed that the power consumption of this device is increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted and therapy delivery remaining available. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.